Manufacturer narrative:
Device evaluated by MFR: the device has the coil elongated, the distal tip kinked and the body kinked. Overall length could not be performed due to elongated coil. Outer diameter (od) of distal tip, middle of the device and the proximal section are all within specification. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that guidewire coating detached. A 035/180/3mm jtip amplatz super stiff guidewire was selected to cross the lesion. However, during unpacking, it was noticed that the hydrophilic coating at the tip of the device was missing or broken. The device was never used inside the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that guidewire coating detached. A 035/180/3 mm jtip amplatz super stiff¿ guidewire was selected to cross the lesion. However, during unpacking, it was noticed that the hydrophilic coating at the tip of the device was missing or broken. The device was never used inside the patient's body. The procedure was completed with a different device. No patient complications were reported.